Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n175455023, implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump started alarming the day prior to report. It was described as a single tone, non-critical alarm. It was noted that the patient's last refill was in january, and the patient believed that he was two months overdue for a refill as the patient thought they were supposed to have refills every three months. The patient reportedly started feeling sick two days prior to report. They were suspecting a low reservoir. The patient's pump was intended to infuse intrathecal morphine. Additional information received reported that the patient experienced withdrawal. The patient reported feeling nauseous and stated "the pump is out". The patient reportedly felt like they were going to throw up and could not catch their breath. The patient reportedly got sick on the day of report, and it had been going on for "a month". The patient reportedly moved from (B)(6) and had not found a doctor yet. The patient was reportedly hearing an alarm. The patient was advised to visit the emergency room as he was experiencing withdrawal symptoms. The patient had reportedly been "rushed" to the hospital. It was noted that the refill date had been missed and the volume in the pump was below the recommended volume to maintain adequate infusion. It was later reported that the healthcare professional (hcp) was going to refill the pump with preservative free normal saline and do a bridge bolus to clear the old drug from the catheter pump and tubing. It was later reported that the pump was filled with saline on (B)(6) 2014. It was noted that the bridge bolus would have lasted 89 hours and 5 minutes for the drug to get to the catheter and was complete at this time. It was noted that a priming bolus could be done to get the medication that was filled on (B)(6) 2014 to the tip of the catheter. The pump was again intended to infuse morphine and clonidine.